Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 120 mg/dl. Reportedly, the customer did not have a method of backup insulin therapy and declined follow-up to ensure backup therapy was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.